Event description:
It was reported that cartridge alarm 20 occurred and was not related to the load process, and caller had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump into storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and to return problematic pump using pre-paid label within specified timeframe, which customer understood and acknowledged.